Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included in block h10. The reported field events of rf telemetry and intermittent rv undersensing could not be verified. The device and rf were tested on bench and no anomalies were detected. The devices sensing was tested manually on the bench and using automated test equipment and no anomalies were observed.

Event description:
It was reported during implant the right ventricular had intermittent undersensing and rf telemetry had a poor range. Despite various positions and turning off equipment in the room, the device did not communicate. The device was not implanted.